Event description:
The customer reported getting a pacer failure during testing.

Manufacturer narrative:
The customer reported getting a pacer failure during testing. At the time, there was not enough information to determine if there was a malfunction. The device was evaluated at philips, but the symptom could not be duplicated. Errors found in the log; however, were consistent with a pacing malfunction. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.